Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): (B)(4). Concomitant medical products: guide wire: runthrough. Guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulty to deploy, physical resistance, proximal shaft kink and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the distal right coronary artery with mild tortuosity, mild calcification, and 50% stenosis. A 3.5x28 mm multi-link 8 stent delivery system (sds) was advanced without resistance toward the target lesion, the system was inflated and the stent was deployed. The sds balloon was removed to check the lesion with intravascular ultrasound (ivus) and it was noted that a stent edge was not fully apposed to the vessel wall. The sds balloon was re-inserted into the patient anatomy and advanced toward the deployed stent; however, the sds balloon catheter met resistance with the mal-positioned stent edge and the proximal shaft kinked but remained in one piece. The kinked sds catheter was able to cross the lesion and was used to perform a second post-dilatation. The sds catheter was simply withdrawn from the patient anatomy without issue and the procedure was complete. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.